Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer had high blood glucose level that was over 300 mg/dl. The customer stated that their hand was shaking and the call was disconnected. The customer also stated that they did not know where the manual stuff was. They did not know where the insulin pump was. An aid came to the door to check on the customer and they mentioned that the customer¿s blood glucose level was 28 mg/dl. The aid gave the customer juice, sugar water, and candy to treat for the low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.